Manufacturer narrative:
Evaluation summary: evaluation of the returned delivery system found the delivery catheter had gotten caught on the end of the stent. When the user pulled with the reported extreme force on the delivery system, apparently, the proximal end of the stent had broken as it was caught on the delivery catheter tip.

Event description:
Reportedly, when the delivery system was retracted, the system got stuck on the stent and it could only be removed with extreme force. A second stent was deployed due to the reported damage caused to the 1st stent and to cover the lesion. No pt permanent injury reported. No further information available.